Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The customer complained of discrepant high inr results from coaguchek xs meter serial number (B)(4) compared to his physician's coaguchek xs pro meter. At 3:00 pm, the result from the meter was >8.0 inr. The result from the physician's meter was 3.7 inr less than 7 hours after the customer's measurement. The customer compared his meter to his physician's meter the next day because of the difference in results. On (B)(6) 2018 at 2:42 pm, the result from the meter was 4.6 inr. The result from the physician's meter was 3.2 inr less than 7 hours after the customer's measurement. There was no allegation of an adverse event. The physician did not change medication or provide treatment based on the meter results. The customer felt "good". The customer was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no changes in coumadin, no changes in diet, no illness, no new medications, no bleeding, and no bruising. The suspect product was requested to be returned for investigation. The customer's therapeutic range was 2.5 - 3.5 inr. Retention test strips (lot 286320) were tested in comparison to masterlot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.

Manufacturer narrative:
The patient's meter was returned for investigation. The returned meter was tested with master lot strips and liquid quality control. Testing results: qc 1: 2.5 inr, qc 2: 2.4 inr, qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination master lot - qc lot. (1.9 - 2.9 inr) all measurements were without error messages. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Correction/removal report no.